Manufacturer narrative:
The perforator bit subject to this MDR was returned to the manufacturer. The evaluation is anticipated, but not yet begun. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a cranial procedure the perforator bit tore the dura resulting in heavy bleeding.